Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy for a conducted atrial arrhythmia. Additionally therapy was exhausted. Boston scientific technical services (ts) discussed programming options with the caller and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.